Event description:
It was reported that the wake button on the pump has been persistently extremely difficult to press, requiring multiple presses to turn the pump screen on. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.